Event description:
The hcp reported that the patient developed drainge and pain at the device pocket site. The patient was treated with both oral and antibiotics and the device system explanted. Cultures were obtained but results are unknown. The infection was reported to have resolved.